Manufacturer narrative:
Product will not be returned for evaluation.

Event description:
It was reported that a call was placed to the hot line by the registered nurse (rn) stating that the pump has been in service since 2008 in the am. The next day at 00:34hrs, the pump started making a "high pitched sound and displayed system error control unit". The rn stated that the screen had frozen. The clinical support specialist asked her to change intra-aortic balloon pump consoles and take that pump out of service and send to biomed.